Event description:
According to the reporter: while using the endo retract, a piece of black plastic broke away from the instrument where the fan articulates. A piece fell into the patient and was retrieved using a grasper. They then used a second device and the same thing happened. Two instruments are being returned with the same lot number. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).